Event description:
Bond failure-fusion joint sheared off. The pt is reported to have calcified vessels. It was reported that after snaring the contralateral pull wire the contralateral operator was unable to pull the fusion joint and reinforcement bar into the sheath. The usual technique was abandoned and the contralateral wire was pulled out of the ipsilateral sheath. At that time it was apparent the fusion joint had been sheared off. The physician elected to remove this device and implanted a new device, this was done without incident.